Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited an error message. Programming changes were discussed but not made. There were no patient consequences.